Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the implantable cardiac monitor (icm) experienced t-wave oversensing. It was further reported that the icm experienced undersensing leading to false identification of an episode. The icm remains in use. No patient complications reported as a result of this event.